Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17630919l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ischemic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional sf catheter and suffered pain requiring medication, cardiac catheterization, and computed tomography. During mapping of the left ventricle retrograde, the patient reported mild back pain. It was noted that the physician was unable to access the left atrium. Ultrasound was negative for an effusion. Patient complained of chest pain. Heart rate increased from 60-90 bpm, while blood pressure remained stable. Pain medication was administered. Cardiac catheterization was negative for coronary artery issues. Pain then resolved. Computed tomography was negative for aortic dissection. Remainder of procedure was aborted. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related (laying flat for long periods of time) and patient condition-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/24/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) female patient underwent an ischemic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bi-directional sf catheter and suffered pain requiring medication, cardiac catheterization, and computed tomography. During mapping of the left ventricle retrograde, the patient reported mild back pain. It was noted that the physician was unable to access the left atrium. Ultrasound was negative for an effusion. Patient complained of chest pain. Heart rate increased from 60-90 bpm, while blood pressure remained stable. Pain medication was administered. Cardiac catheterization was negative for coronary artery issues. Pain then resolved. Computed tomography was negative for aortic dissection. Remainder of procedure was aborted. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pain remains unknown.